Event description:
The customer observed a shift in phenobarbital quality control results when reagent lot 85773un12 was in use on an architect c8000 analyzer. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) the investigation determined three lots of phenobarbital reagent (52803un12, 62299un12, and 85773un12) have exhibited increased imprecision associated with the aging of the reagents. The issue is driven by flocculation in the r2 reagent. Customers have been instructed to discontinue use of these three lots and destroy any remaining inventory. A replacement lot with reduced dating is available to customers.